Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been five another complaints reported in the lot number. One photo was provided of the lens in the eye. The reported damage could not be detected in the provided photo due to the lighting, too dark. Twenty-nine photos were provided of the company cartridge tip at various magnifications. There appears to be ovd(ophthalmic viscosurgical device) in the tip. Photos 1-6 are from the bottom of the tip, no damage. Photos 7-10 are a close-ups of the end of tip, no damage. Photos 11-15 are of the left side of the tip, scrape damage is observed and it appears there is disruption in the coating. Photos 16-17 are of the left side parting line, edge of previously noted damage is visible. Photos 18-29 are of the right side of the tip, no damage observed on right side, focus changes on photos 22 and 24-29 looking through the right side but focused on the previously noted damaged area. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens implant procedure scratch was confirmed on the surface of the iol optic after implanting. Additional information has been requested and received stating post-implanted eye indicates a symptom of a wound around 2 o'clock.

Manufacturer narrative:
The used company cartridge was returned wrapped in gauze in an opened self seal pouch. The returned, used company cartridge was microscopically examined. A small area of viscoelastic is observed on the loading area rim. No viscoelastic is observed in the body or the tip of the cartridge. Internal damage is observed on the left side of the cartridge tip. The cartridge has evidence of placement into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed on the bottom and the left side of the tip with disruption in the coating. The provided photos matched the returned product. Product history records were reviewed and documentation indicated the product met release criteria. The indicated viscoelastic is qualified with the company cartridge. A qualified lens and handpiece were indicated. The viscoelastic used was not provided. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged company cartridge tip. Viscoelastic was only observed at the rim of the loading area. No viscoelastic was observed in the body or tip of the cartridge. It is unknown if a qualified viscoelastic was used. Per the instruction for use (IFU): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Information was provided that the shape of the foreign material did not change and remained the same. No effect on vision, no inflammatory findings. This may indicate lens damage and not material. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, after iol insertion, a vertical white opacity was observed on the left posterior surface of the iol. It was thought it was adhered material, hence irrigation and aspiration was performed. Transparent ball-shaped foreign material was observed on the backside of the intraocular lens. The shape of the foreign material did not change and remained the same. No effect on vision, no inflammatory findings.